Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0v. A review of the share logs was performed and a pairing failure was not found within the investigation window. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.